Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient developed headache after the implant procedure. The headache was believed to be procedure related and not device related. The headache was treated with medication and prolonged hospitalization.

Event description:
A report was received that the patient developed headache after the implant procedure. The headache was believed to be procedure related and not device related. The headache was treated with medication and prolonged hospitalization.